Event description:
It was reported that a spectrum iq infusion pump had a quiet speaker found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "quiet speaker" was reproduced as distorted audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose speaker. The rear case is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.